Manufacturer narrative:
Batch review performed on 26 october 2018; lot 160464: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-06-12; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 23rd october 2018 by r&d product manager: the problem regards the coating but the implant does not show any particular sign related to the event. As the packaging was not shipped back to medacta, it is not possible to determine the root cause of the event.

Event description:
During packaging opening the surgeon detected coating debris in the inner packaging. The surgeon decided to don't implant the size 48, to re-prepare the acetabulum and to implant a mpact dh size 50. The surgery was completed successfully.